Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the 3.25x23 mm xience xpedition stent was implanted in the predilated, moderately calcified, mildly tortuous, 95% stenosis in the left anterior descending coronary artery. After stenting an edge dissection was observed at the distal end of the xience stent. This was treated by implanting a 2.75x38 mm xience xpedition stent at the dissection. There was no adverse patient sequelae. No additional information was provided.